Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." "Report from the sales rep laparoscopic cholecystectomy - "the event product was used to retrieve gallbladder of patient with cholelithiasis during laparoscopic cholecystectomy. When being about to deploy the bag, the nylon cord had already been cut , not enabling retrieval for the specimen. Then, the bag came out to or fell in the patient cavity. As the result of the negotiation with the facility to get the operation's movie, the operation's movie is not available." Initial investigation report by (B)(4): the event unit was returned to olympus and visually inspected. The specimen bag was removed from the introducer. The one of the cords on the side of the specimen bag appeared to be cut as pulled out with excessive power, the another not (refer to fig. 1). The both cords on the side of the introducer appeared to be cut with a sharp instrument(refer to fig.2). The porch remained rolling (refer to fig.3) and appeared to be pulled with the cords (refer to fig.4). The unit will be returned to amr for further evaluation. Admin#(B)(4). Type of intervention: "unknown." Patient status: "no patient injury."

Manufacturer narrative:
Additional information was received. Investigation summary: the event unit was returned for evaluation with the detached tissue bag. Upon visual inspection, engineering confirmed the cord loop was broken/cut. One end appears to have been cut by a sharp instrument, while the other appears frayed, indicating a partial cut and/or excessive force applied. The tissue bag remained partially rolled, indicating no specimen was placed into the tissue bag. During functional testing, the actuator was retracted and redeployed, and conformed to all specifications. The exact root cause is unknown as limited information was provided. Under normal use, the cord loop is not exposed upon deployment; it remains within the cuff channel and tube of the tissue bag. The cord loop may be exposed if the user retracts the actuator prior to complete deployment. The instructions for use (IFU) instructs, "the thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from an applied medical representative on august 16, 2016 - "the bag dropped to patient cavity at the same time when the cut cord was pulled." Additional information received via email from an olympus representative on september 14, 2016 - "the deployment mechanism was activated before it was noticed that the cord was cut."